Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that that exeter stem fractured and that the patient required revision surgery.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis concluded: "the stem fractured in fatigue. Eds showed the stem was consistent with astm f1586 alloy. No material or manufacturing defects were observed on the surfaces examined." -medical records received and evaluation: a medical review was not performed because no medical information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there has been one other event for the reported lot. Conclusions: a material analysis concluded: "the stem fractured in fatigue. Eds showed the stem was consistent with astm f1586 alloy. No material or manufacturing defects were observed on the surfaces examined." The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The customer reported that that exeter stem fractured and that the patient required revision surgery.